Event description:
Customer reported an error 4013, spec. Sy. Home not found on the aia-360 analyzer. This is a reportable event based on delay in reporting patient results for beta human chorionic gonadotropin (bhcg) analyte.

Manufacturer narrative:
A customer reported error message 4013, spec. Sy home not found on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. Fse conformed the complaint by reviewing the error log and was able to reproduce the error by powering on the analyzer. The issue was resolved by replacing the plastic coupling at the spec. Syringe motor. The customer had called back the following day due to the same error and the fse replaced the spec. Syringe motor. The aia-360 analyzer was back in service. The parts will be returned to tosoh for evaluation. The most probable cause of the reported event was due to a broken coupling and failed motor. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: no: 4013. Error message: spec. Sy home not found. Description: the home position of the specimen syringe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department.